Event description:
It was reported that the patient passed away due to right ventricular failure (rvf). The patient had rvf post operatively with recurrent arrythmia. It was noted this death was not device or therapy related. The device would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. This was due to right ventricular failure (rvf). The patient had rvf post operatively with recurrent intractable ventricular tachycardia. An echocardiogram and electrocardiogram were used to determine the patient had rvf, and the patient was noted to have hepatic congestion. It was noted this death was not device or therapy related. The device operated as expected. The device would not be explanted or returned. It was unknown if the patient had a history of arrhythmia pre-left ventricular assist device (lvad), or if the patient had an implantable cardiac device implant prior to lvad, however the patient's arrhythmia was thought to be surgically related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.